Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: a blind device was received in product evaluation lab on (B)(6) 2019 with no complaint information attached. During evaluation of the sample a tear measuring approximately 10.3 cm was observed on the anterior aspect. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. No other anomalies were observed. The condition observed on the returned sample might be related to an excessive force applied to the device, this cannot be conclusively determined, as rupture is a known complication associated with these devices and is referenced in the product insert data sheet. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported when a 480cc mentor memorygel breast implant was removed from the box the physician noted that it was ruptured. There is no indication that the device made contact with a patient, however, mentor is conservatively reporting this event because of the potential necessity of medical device removal had this issue not been noticed prior to the procedure.